Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was giving a "replace generator soon" message. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model.